Manufacturer narrative:
The national repair center (nrc) received the failed part and installed the board into the cardiosave test fixture and tested the board to factory specifications. After extensive testing, the nrc could not verify the failure of the battery slot working intermittently, both slots performed to factory specifications. The board passed testing. The fse sending the board to the supplier for failure analysis. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (component codes), (health effect-impact codes), h10, h11. Corrected fields: b5, h6 (health effect ¿ clinical code). The national repair center (nrc) received the power management board from the supplier. The supplier could not verify the failure of the battery slots working intermittently. The supplier did verify a failure of the fan voltage regulation and replaced component u6. The supplier also installed cn167210 and the board passed testing. Inspection of the board was completed per procedure with no visual damage observed, and upon inspection of the board per procedure the installation of cn167210 was verified. A supplemental report will be submitted upon completion of our investigation. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board passed testing. The nrc will retain the board in the national repair center per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra- aortic balloon pump (iabp) battery slot worked intermittently and then unit shut off. Customer reported an issue with the battery not switching over when one is depleted. Customer manually switched the battery over to the battery in slot two in order to complete helicopter transport to hospital. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue troubleshot the defective power management board and replaced it and the batteries as a precaution, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery slot works intermittently and the unit shuts off. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.